Manufacturer narrative:
The customer's calibration and qc were acceptable. There is no indication of a performance issue with the reagent. The instrument performance was verified and the issue appears to be resolved. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable tina-quant lipoprotein (a) gen. 2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 33.0 mg/dl with a data flag. The repeated result was 26.9 mg/dl. The sample was repeated on a different analyzer and the result was 19.9 mg/dl. This result was believed to be correct. The sample was repeated on the same analyzer as the initial result and the result was 19.8 mg/dl. The results were not reported outside of the laboratory.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.